Event description:
It was reported that during a laparoscopic appendectomy procedure, the device put staples on one side only so there was bleeding on the mesoappendix. It was hard to control the bleeding. The staple line appeared to be incomplete. The surgery was converted to an open procedure. A tr45w reload was also used.